Event description:
Additional information was received that reported the correct sizers were used for this implant procedure. It was further noted that the valve was felt to be between two different sizes, 23mm and 25mm. It was further noted that the body surface area (bsa) chart was used for reference only. It was also reported that pledgets were used, and the valve was not re-sized following pledget placement. It was noted that the patient did not have any unique anatomical factors that may have contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed all leaflets were in a semi-closed configuration with a discernable gap between their free margins. Leaflet 1 displayed a fold, potentially associated with a lateral bend observed on post 1 (p1). A minor superficial abrasion was identified in the central region of the leaflet, adjacent to post 1. Small folds with localized hematomas were present along the outflow margin of attachment, revealing the location of a small puncture. A small gap was observed at the inferior coaptive junction of commissure 2, distal to post 2. Leaflet 2 exhibited imprint markings at commissure 4 of post 3 (p3), accompanied by two small contiguous tears. A small abrasion was identified distal to the free margin. Leaflet 3 displayed imprint markings on the opposing side of p3 on commissure 5. Additional imprint markings were present at commissure 6 of post 1, accompanied by a small contiguous tear. These imprints patterns may be associated with procedural handling tools ( e.g., forceps). Post 1 (p1) exhibited a visible lateral deflection with an identifiable bend. Multiple tears were noted in the post fabric. No visible deflection was observed on post 2. Post 3 displayed a lateral bend with associated damage on commissures 4 and 5 and on the adjacent sent post fabric. Upon receipt, the valve's sewing cuff was oriented in an upright position between leaflets 1 and 3. Small tears were noted along the sewing cuff, likely attributable to explant-related handling. Hydrodynamic testing was performed on the returned valve. Results are documented in the product analysis task of the complaint file. Updated data: d.9: device available for evaluation?:, return date: h.2: device evaluation: h.3: device evaluated?: h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturers valve product. The reason for the replacement was reported as severe aortic regurgitation. It was further reported that the suturing on the annulus was a non-everting mattress suture, and after the valve was dropped into the annulus, ligation was performed with the valve holder still attached. After ligation, the valve holder was removed and the valve leaflets were visible. It was then discovered that the leaflets appeared wide open and larger than usual. The aorta was then closed, and transesophageal echocardiogram (tee) discovered severe aortic regurgitation. It was further noted that the valve leaflets were not touched during implant, and the valve was not forcibly inserted during implant. The valve was then explanted and replaced. No additional adverse patient effects were reported.